Event description:
It was reported that the boston scientific field representative called technical services (ts) because the patient with this insertable cardiac monitor (icm) device had been scanned with a metal detector at a cruise. When the wand passed over their icm device, the patient heard a pop and felt a shock-like sensation. The patient then noted a bubble had formed on their skin, at the incision site. The field representative noted the icm device was no longer transmitting data, but the patient app had connected to the server as expected. Ts instructed the field representative to attempt to connect to the icm device using a clinic mobile monitor (cmm); the field representative noted they were charging the cmm and would attempt later that day. Additional information from the field representative indicates the cmm was able to interrogate the icm device without issue, and the presenting subcutaneous electrocardiogram (s-ECG) looked appropriate. No other action has been taken or is planned at this time; the patient is currently being monitored. No additional adverse patient effects were reported. This icm device remains in service.